Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was reported to an incident in which the transfer set became disconnected from the titanium adapter. One day after being diagnosed with peritonitis, the patient was hospitalized. On unreported date(s) during the hospitalization, the patient was treated with unknown intravenous antibiotics (medication, dosage, frequency, and duration not reported) for the peritonitis event. The patient was discharged from the hospital six days after admission. Treatment following hospital discharge was oral cephazolin (250 mg, three times daily for three days). At the time of this report, the patient was recovered from the event. Peritoneal dialysis therapy was ongoing. The patient was retrained on aseptic technique five days after being discharged from the hospital. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.